Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient saw an error code on the implantable neurostimulator recharger (insr). The patient was charging and saw the ¿call your doctor¿ screen on (B)(6) 2017. The patient could not remember the code on the screen. A normal recharge session was able to be initiated during the call so the patient services employee believed that it was a 375 or 376 error code but this could not be verified. The patient stated that the implantable neurostimulator (ins) had been charging slower and slower. It was asked but unknown when the issue of ¿charging slower¿ started. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had to charge for two hours each day. They reported they were not going to do anything at this point and just wanted to leave their therapy as it was for now.

Event description:
Additional information received from the consumer reported that the recharger showed a 376 code and it charged slowly. A replacement antenna was sent.

Event description:
Additional information was received from the patient. It was reported that he issue of charging slower and slower was observed (B)(6) 2016.